Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned for evaluation. A visual inspection of the device noted the loop at the distal end was broken off and missing. The loop wire was not returned with the device. A microscope inspection was performed and revealed charring deposits at the tip of both yellow colored resection posts. There are small portions of the loop wire that remained and appeared to be melted which is an indication of thermal damage. Based on evaluation results and similar reported complaints, the most probable cause of the reported event could be due to the loop wire coming in contact with metal material during hf output which can attribute to melting and burning of the loop wire.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal. If additional information becomes available or if the device is returned to olympus for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop of the electrode was found broken and had no continuity during a transurethral resection of the prostate procedure. The u-shaped wire has one end attached to the electrode while the other end was completely detached from the electrode. No loop fragment fell inside the patient. There was no sparking/arching observed. The electrode was inspected prior to procedure with no anomalies noted. The electrode will be returned to olympus for evaluation.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.